Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 21oct2024. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): 8.2 how to identify and cope with abnormalities olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image was displayed when connecting to scope. There were no reports of patient involvement.